Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that since (B)(6) 2016, stimulation was not effective anymore. The patient woke up, turned stimulation on, and did not feel stimulation like they usually did. The patient felt stimulation was in the wrong leg and stimulation was in the right leg instead of the left leg. Prior to this, the patient was satisfied with stimulation that decreased their left leg pain. Diagnostics included interrogating the implantable neurostimulator (ins). It was not possible to obtain stimulation in the patient's left leg. Imaging showed that the lead was in the correct position and there was no disconnection. There was an rx and scan planned for (B)(6) 2016. Interventions included reprogramming the high frequency stimulation of the ins on (B)(6) 2016. The etiology was possibly related to the device or therapy, not related to the implant procedure, and not due to programming. The cause of the event was not evident. There were no falls or traumas. The outcome of the event was reported as resolved without sequelae.